Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/26/2017. (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? ¿no information. Was the ampoule crushed repeatedly? ¿no information. Did the glass penetrate the user¿s skin? ¿yes, it was. What was done to treat the shard penetration? ¿no information. Was medical or surgical intervention required? ¿no information. What is the status of the surgeon injury today? ¿it was just a minor cut, and no infection has been observed so far.

Event description:
It was reported that a surgeon performed a total knee arthroplasty on (B)(6) 2017 and topical skin adhesive was used on the patient. During the procedure, the surgeon got his finger injured by a broken piece of the glass ampule that protruded from the applicator. There was no indication of medical or surgical intervention required for the surgeon. The current status of the surgeon was reported as it was just a minor cut, and no infection has been observed so far. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The applicator shows a yellowish color on the bulb. The filter is purple in color due to contact with formulation. Remnant of formulation is observed in the exit channel of the bulb. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the dermabond advance products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿